Event description:
It was reported that (3) tlc75 were used during a total gastrectomy procedure. It was reported by the affiliate that the device locked out. Opened another device to complete the case. There was no consequence to pt.